Event description:
A surgeon reported that a cv232 iol implanted in the right eye of a patient in 2002 has experienced opacification and a defect described as roughly circular located in the visual axis. The report states that the defect was observed via a slit lamp examination in 2005 and is thought to be located inside the lens. The patient's current visual acuity is reported as 20/100. There are no immediate plans to explant the device due to other patient conditions. Request has been made for additional information, however no further information is available at this time.